Event description:
The reporter indicated that a 12.6mm vticmo12.6 -12.0/6.0/105 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a new model lens of different power due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. This product is not marketed in the us. Claim# (B)(4).